Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp (B)(4). Review of the most recent repair record determined the ratchet did not turn, the gear and bottom roll were worn and the upper guard was bent. The bottom roll, gear, sliding pin and ratchet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Telephone number: (B)(6). Country: australia.

Event description:
It was reported that during an unknown time the device was in need of repair for an unknown reason. There was no note of patient impact or delay. During product evaluation it was discovered that the ratchet did not turn. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.